Manufacturer narrative:
(B)(4) initial report. In order to progress with the investigation of this event, additional information, including post primary and pre revision x-rays, operative notes, patient details, whether the patient experienced any sort of trauma / falls or slips etc. Prior to the dislocation and an update on the patient post revision has been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision of the cup, head and liner after approximately 3 months due to dislocation.

Event description:
Trinity revision of the cup, head and liner after approximately 3 months due to dislocation.

Manufacturer narrative:
Per (B)(4) final report. In order to progress with the investigation of this event, additional information, including post primary and pre revision x-rays, operative notes, patient details, whether the patient experienced any sort of trauma / falls or slips etc. Prior to the dislocation and an update on the patient post revision was requested, however, not all could be provided and thus the scope of the investigation was limited. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to specification at the time of manufacture. It was reported to corin that the patient had an above average activity level and it was possible that the patient may not have followed post-op protocols. This may have contributed to the reported dislocation, however, based on the available information this cannot be confirmed and no further investigation can be conducted. Therefore, corin now consider this case closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.